Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Company's delivery system device was returned loose in the carton. The lock-out assembly has been removed. Solution is dried in the device. The plunger is advanced at the wound guard and is advanced over the lens. The lens is advanced into the nozzle entry and is misfolded. We are unable to determine the root cause for the reported complaint "the injector was defective". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the injector was defective. The procedure was completed with the use of another implant of the same reference. Additional information has been requested and received stating that the pharmacist stated that it was the implant's delivery system was defective, and the implant failed to be placed, without further information.